Event description:
It is reported that the "packet torn/cut -sterile" and "infection control risk as the product packaging is split".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2011 based on the eval of the returned sample and info provided by the customer. The sample was tested and did not perform to our requirements. An analysis to determine the potential root cause indicates that a likely root cause was that the specification for poly bag does not specify the requirements for the perforated section. It caused few bags to have a perforation on the lateral sides and it allows for easy opening of the bags. The results will be used to implement appropriate actions to prevent any reoccurrence. In conclusion, this problem has been reported previously to the lot #10-49 which has been addressed under CAPA event. The lot # 10-18 (may-2010) was manufactured prior to the implementation of corrective/preventive actions specified into record in this record, therefore no more actions recommended. Note: this MDR is being reported as a result of a retrospective review of complaint records conducted by (B)(4) for complaints rec'd from (B)(4) 2011 - (B)(4) 2013. (B)(4) will continue to track and monitor such complaints according to (B)(4) complaint handling and CAPA procedures.